Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker device showed four years remaining longevity during the recent check. A year ago, the battery indicated 14 years remaining longevity. Several months ago, the battery showed eight and a half remaining longevity then down to six years remaining longevity. The analysis showed that the battery power had been rising and was continuing to rise. The device was malfunctioning and should be explanted and returned for analysis. As the power was continuing to increase, the longevity estimate will continue to decrease. Additional information obtained from the field which indicated that the device was explanted. No additional adverse patient effects were reported.